Event description:
It was reported that the customer had blood glucose levels of 422mg/dl and 466mg/dl. It was also reported that the customer had a bent sensor cannula. No additional information was provided.

Manufacturer narrative:
Reliability analysis inspected two opened/used sensors and performed bicarbonate buffer testing. Both sensors passed with accurate readings. Also found both sensors with cannula bent. Unable to confirm that the customer received the sensors in said condition due to the product being returned opened/used.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.